Event description:
New arterial fluids hung per policy. Upon connection of umbilical artery catheter (uac) to transducer and in attempt to zero line, the monitor showed an error message of being unable to obtain blood pressure due to there being no transducer. A new monitor box and cable was tried, same message occurred. Informed that a-line setups with lot # 13909747 did not display a blood pressure reading, but the reading appeared once a new lot number was used. Equipment with affected lot number has been sequestered.